Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint of a broken/loose cable. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The instrument was also found to have a dislodged ceramic sleeve. A site history review was performed and there were no related complaints identified. A system log review was performed and there were no error messages generated from the instrument usage and the instrument was not used in subsequent procedures. No images or videos of the event were provided for review. Technical review is not required as there was no error related to the issue. This complaint is assessed as a reportable event due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci assisted myomectomy surgical procedure, the 8mm permanent cautery spatula had a broken/loose cable. There was no report of patient harm, adverse outcome, or injury.